Event description:
The customer reports via customer service that the rubber loosened from the wheel. There was no reported patient involvement or adverse consequences.

Manufacturer narrative:
Other: wheel.